Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was implanted in 2004 in the left anterior descending (lad) artery. The patient returned two years later with an occlusion of the lad at the site of the stent. The occlusion was successfully reopened with balloon angioplasty. No further patient complications were reported. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.